Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, opening, calcification, wear abrasion and brown particles. Leak test was performed and found opening on device. A microscopic analysis was performed which identified two striated openings in the anterior/posterior consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior due to surgical damage. A striated edge opening on posterior due to surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of seroma and capsular contracture baker grade IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation seroma and capsular contracture baker grade IV

Event description:
Patient reported right side "pain, swelling, and the implants are encapsulating." Additionally patient advised "the doctor is going to send fluid to the lab for diagnosis of alcl." Healthcare professional reported "capsular contracture," baker grade IV. Device remains implanted.

Event description:
Patient reported right side "pain, swelling, and the implants are encapsulating." Additionally patient advised "the doctor is going to send fluid to the lab for diagnosis of alcl." Healthcare professional reported "capsular contracture," baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed and/or corrected data: d.6b, g.1, h.6.